Event description:
The percutaneous endoscopic gastrotomy system was placed in 1/95. The universal feeding adapter was replaced in 12/96. The y portion of the replacement adapter cracked allowing gastric fluid to leak onto the pt's skin resulting in a stoma and skin infection. The pt is being treated and the infection ID resolving. No further info is available.